Event description:
Additionally, the healthcare professional reported that the product was injected in the left cheek and the infection occurred in the infection site. The treatment began on the date of onset. On this day, the patient began treatment with oral cipro 500mg, bid x 10 days. 6 days later, the patient had fluid aspirated and was treated with ¿ER IV antibiotics", rocephin® 1 gmiv, vancomycin 1 mg IV, amoxicillin 500 mg bid po #28, and bactrim® 16d/800 po bid #14. On the next day, the patient was treated with rocephin® 2 gmiv. On the following day, the patient was treated with rocephin® 2 gmiv, bactrim® topical bid, and silvadene bid topical to site x 3 days. Fluid was aspirated 4 days later. Another fluid aspiration was performed almost 2 weeks later; on the same day, the patient was treated with bacitracin topical bid until advised to stop and silicone topical bid until advised to stop. 3 days later, fluid was aspirated once more and the patient was treated with oral cipro 500mg bid x 7 days and diflucan 150mg daily x 10 po. The symptoms have not resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, the healthcare professional reported that the patient¿s infectious disease doctor is recommending hyaluronidase to dissolve the product.

Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient with juvéderm® voluma® xc. About four weeks later, the patient attended to the injector¿s office due to infection. The doctor placed the patient on cipro 500mg bid. The patient is seeing improvement. The symptoms have not resolved.